Manufacturer narrative:
The device has not been returned for analysis. As such, physical analysis has not been conducted in our laboratory. As no further objective evidence is available, the reported observation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. A technical service (ts) consultant reviewed data analysis from the home monitor and recommended a device replacement. Ts noted that there was oversensing of noise on the right atrial and right ventricular lead channels, and noted some electromagnetic interference (emi) approximately eight months ago. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was complete. A new device was implanted. The device was discarded at the facility, and is not expected to be returned. Besides surgical intervention, no adverse patient effects were reported.